Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. Primary analysis finding noted that the lead conductor was distorted (extrinsic) with distal over rotation. The distal end/electrodes was covered with blood. Visual analysis noted the lead was stretched and there was damage at implant. The lead was received with stylet in lead, blood on the helix and the helix partially retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor with the connector. This prevents the helix from extending or retracting properly.

Event description:
It was reported that during follow-up, the right ventricular (rv) lead showed low r-waves and high threshold. The lead was unable to be repositioned due to a frozen helix. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4) implantable pacing lead (B)(6) 2012. (B)(4).